Event description:
Patient had a lap roux a year ago for obesity and a stricture developed near the jejunojejunostomy site. The stricture was due to a trombosis precondition. The bowel was thick, so a blue reload was used to transect the bowel instead of a white reload. The staple line did not form properly. The idrive fired the reload and the tissue was divided but unformed staples and open bowel resulted. A purple tristaple reload was used to transect the bowel. Purple reloads were used to complete the new jj anastomosis. There was additional tissue resection. There was no blood loss of over 500cc's. There was no delay in operating time of over 30 minutes. The patient is currently fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).